Event description:
Caller reported that pump quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer received instructions to ensure the pump was not plugged into a power source and was advised on the correct technique to press the button. Despite these efforts, the issue persisted, and the button remained challenging to use. Consequently, customer technical support decided to replace the pump, which was still under warranty. Meanwhile, the patient utilized an insulin pen as a backup.